Event description:
It was reported that a patient underwent a sling procedure in 2008. The device was removed and replaced with a different type of sling device two months later, because the left side had a slit. The surgeon opined that the device was defective and replaced it. The patient was still leaking. No further information is known.

Manufacturer narrative:
Date sent to the FDA: 09/04/2008. - mesh torn - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.